Event description:
The pt was implanted iwth an lvad in 07/2002. In 2003, the pt was washing the face and had soap in the eyes when the lvad system controller became disconnected from the lvad. The pt had to find a towel to clean the eyes while the pump was stopped, then reconnected it. The pt reconnected the system controller to the lvad without assistance and was not injured. The pt checked all the connections for damage and found none. The pt remains on the system controller and lvad while awaiting a heart transplant.